Manufacturer narrative:
The suspected pump was returned for evaluation. Visual inspection and functional testing were conducted. Upon visual inspection cracks on dso (downstream occlusion) seal observed. The reported event was duplicated. The probable cause of the reported issue is faulty dso seal. The device passed all the tests, and the dso seal was replaced. B3 - date of event: unknown; no information has been provided to date.

Event description:
Upon investigation of the cadd-solis pump downstream occlusion (dso) seal was found to be cracked. Also, it was reported that the device had issue with downstream occlusion seal. There was no reported patient involvement, and no reported harm.